Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh explant on (B)(6) 2013 due to mesh complication.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with exploratory laparotomy with bso, and extensive lysis of adhesions, due to chronic pelvic pain, pelvic relaxation with sui. It was reported that patient underwent mesh explant on (B)(6) 2013 due to mesh complication.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent temporary inner stem lead placement on (B)(6) 2012 due to detrusor instability and urge incontinence. (B)(4).